Event description:
Provider states that the metal part of the left legrest release latch with the plastic handle has come off of the chair into the customer's hand. Provider states customer does not have the attaching hardware to reinstall it. No additional information provided.